Event description:
Boston scientific received information that this clinic nurse contacted boston scientific's technical services (ts) on (B)(6) 2014. According to the clinic nurse, a possible device malfunction' had been detected by this patient's monitoring system. Ts assessed data from the monitoring system which identified a red alert (possible device malfunction) associated with code#1007 (charge time exceeded limit). Ts recommended that the local representative should be contacted and request device interrogation. The alert was detected on (B)(6) 2014. The local representative contacted ts to further discuss the red alert. The patient was enroute to the clinic to have the device interrogated. Ts recommended performing a save-to-disk and memory upload to be sent back for in-house engineering review. A memory upload was received and reviewed by in-house engineering. In-house engineering confirmed that code#1007 occurred on (B)(6) 2014 at 06:20:43 during a regularly scheduled automatic capacitor reformation (acr). A subsequent acr was then performed an hour later associated with a charge time of 13.6 seconds. Three more acrs were performed on (B)(6) 2014 with improving charge times being recorded. Although the acrs are resulting in closer to expected charge times, it is unknown what caused the long charge time-out behavior or if it will occur again. The device has malfunctioned and should be replaced. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2014. The device was explanted and replaced without incident. The device was received at boston scientific's return products department.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device memory was accessed and a fault due to charge time exceeded limit was confirmed to have been recorded. The device case was removed to facilitate analysis of the internal components. Visual inspection of the interior of the device noted no anomalies. The battery cell depletion pattern was assessed and determined to be indicative of an issue with the high voltage capacitor. The high voltage capacitor was removed and forwarded for detailed testing. This testing identified arcing damage within the high voltage capacitor. Analysis noted what appeared to be foreign material within the capacitor, resulting in the electrical connection (and thus arcing) between one of the anodes and one of the cathodes. The resultant arcing damage is the cause of the clinically observed long charge time and code 1007.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.